Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi; deposits on iui. A review of the device history record showed the device had a manufacture date of 05/30/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported the device had moderate amount of green deposits on iui connector.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the device had moderate amount of green deposits on iui connector.